Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the shuntsystem, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine visible deposits in both valves. The deposits had no effect upon the specifications at the time of the examination. The shuntsystem operated within all specifications. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. The examination of the return has been completed with the drafting of this report.

Event description:
It was reported that a progav 2.0 shunt system (#: fx596t) was implanted on (B)(6) 2023. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. The release for investigation from the clinic was submitted and the sample was investigated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results became available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#f x596t) was implanted in (B)(6) 2023. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.